Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 21. Implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.